Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code 3. There was no reported impact on the customer¿s blood glucose level. The customer opted to use a backup insulin pump as an alternative therapy.